Manufacturer narrative:
(B)(4). The customer provided an image showing the connector assembly while it was inside the patient. Visual analysis confirmed the crack and the leak from the arterial hub. The customer returned a connector assembly for evaluation. Signs-of-use in the form of residue was observed on the inside of both extension lines. Visual analysis revealed the red (arterial) luer hub contained a large crack. The damage appeared consistent with repeated tightening on the luer. Microscopic examination revealed a clear residue over the crack. This residue was not observed in the customer supplied photo. Therefore, it can be assumed that the customer applied this over the crack to stop the leaking. The connector assembly was functionally tested by flushing both lumens using a water-filled lab inventory syringe. The arterial line was flushed, and no leakages were observed. This is likely due to the clear adhesive over the crack. No leaks were observed when flushing the venous extension line. A manual tug test confirmed both luer hubs were secure to their extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure". The customer report of a cracked luer hub was confirmed by complaint investigation of the returned sample. The arterial (red) luer hub contained a large crack. The appearance of the crack is consistent with over-tightening on the luer. A device history record review was performed with no relevant findings. Based on the customer report and the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer reported "the extension line was found broken after 29 days' usage on the patient". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported ,"the extension line was found broken after 29 days' usage on the patient." No patient harm reported. The patient's condition is reported as fine.